Event description:
Dome failed to retain air even after connections were checked. Discharge information includes extensive ecchymosis of the right groin and an area of blistering from the device used to stem bleeding from groin.